Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent a lead explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not using the leads as her pain in the thoracic area had been managed by injections. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a lead explant procedure for an unknown reason.